Event description:
It was reported that the ilet was not receiving dexcom g7 glucose readings due to bluetooth pairing issues, and the user had not entered the required pairing code in the pump and sensor successfully paired once code was entered. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure, with no applicable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.